Event description:
The customer called about having problems with the meter display even after replacing the batteries. After running some checks tests, it was learned that the hundreds display appears to be missing. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided. The customer was invited to contact the 24/7 customer service line should any problems or questions arise.